Event description:
It was reported that the patient communicated prior to an inflatable penile prosthesis (ipp) revision surgery that the patient had a large hydroseal in his scrotum and was unsure if this was related to the device. After explanting the reservoir, it was discovered no fluid was in the system. The physician injected fluid into the reservoir with a 10cc syringe and discovered a very small leak due to a hole. The physician proceeded to remove the cylinders and pump and found a cloudy yellowish fluid in the pump/cylinder system. The physician then removed those components as well. The patient was implanted with tactra malleable prosthetics into the corpora cavernosa to maintain space in case the patient was infected. The patient may return for an ipp implant at a later date. No patient complications were reported.